Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6)2009, the patient reported that the adhesive on his insulin infusion sets is not properly adhering. He stated this issue began in (B)(6) 2008 and has occurred with various boxes of infusion sets with different lot numbers. He stated he perspires heavily during exercise. Site preparation was reviewed with the patient, and courtesy tegaderm and replacement infusion sets were sent. The pt discarded the alleged product. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.